Event description:
The manufacturer received a voluntary medwatch (mw5152003) in which the patient alleges that the device smells like it might be burning. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer

Manufacturer narrative:
Corrected data: (device) problem code grid - from material integrity problem to adverse event without identified device or use problem.